Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight, but it was not received.

Event description:
Related manufacturer number: 3006705815-2022-15006; 3006705815-2022-15008. It is reported the patient's experiencing ineffective stimulation. In turn, the device would not go into MRI mode and confirmed two contacts with high impedances. Surgery may take place later to address.

Manufacturer narrative:
The report of ineffective stimulation and ipg unable to be put into MRI mode was not confirmed. Analysis of the returned lead a found it was cut as a result of the explant procedure. Both segments were tested for continuity and had no opens. There was a cam impression, on the outer tubing of the stimulation end segment, consistent with the use of swift-lock anchor. On the terminal end segment, the appropriated contact had setscrew engagement marks consistent with the lead having been secured properly.

Event description:
Additional information received indicated the patient underwent surgical intervention wherein the entire system was explanted.